Event description:
Patient reported to the dr's clinic with hip pain. An x-ray the same day showed a cracked ceramic head. The surgeon performed a revision surgery the next day to replace the ball head, and also replaced the hip stem and poly insert. Additional detail is not available at this time.